Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot #.

Event description:
It was reported that a patient underwent a dental procedure on (B)(6) 2018 and suture was used. The needle broke during the procedure. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.